Event description:
A humeral ex nail and two 4.0mm locking screws were removed due to a non-union on an unknown date. The surgeon replaced these parts with a periarticular proximal humerus plate. This report is for two unknown locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for (2) 2.4mm locking screws: unknown part and lot numbers. The 510k number is not available without a part number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.